Manufacturer narrative:
Examination of the returned device could not confirm any breakage. The jack pins did appear to have a slight bend but were still intact. The trial did exhibit evidence of normal use and serving which could be a contributing factor to the observed bend. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The insrument is broken.